Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess lead sensing and device functionality, where measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported infection, as infections are a known medical risk when the skin barrier is breached and unable to confirm in a laboratory setting.

Event description:
It was reported that this insertable cardiac monitor (icm) had been implanted for approximately two months when the device was explanted due to infection. The call was discussing what to do with the mobile monitor, and was advised to deactivate the monitor. The icm device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) had been implanted for approximately two months when the device was explanted due to infection. The call was discussing what to do with the mobile monitor, and was advised to deactivate the monitor. The icm device was returned for analysis. No additional adverse patient effects were reported.